Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of anemia, hematoma, hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that this was a closure of an unspecified vessel using a perclose device. Reportedly, the perclose failed following the amulet occlusion procedure. The patient had oozing from the access site overnight even though manual compression was applied. The patients hemoglobin dropped from 12.9 to 9.1 and a hematoma developed. An additional suture was placed. The patient did not require a transfusion but did require an additional night of hospitalization for observation. No additional information was provided.